Event description:
Reportedly, the resume pump alarm occurred; which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. A manual correction injection was administered to address elevated bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.